Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review showed no other similar product complaint file(s) from this lot.

Event description:
During dressing application, pt had the following symptom, sob and nausea. No treatment rendered. Outcome of PICC line: PICC line remained insitu for 8 days.